Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drips dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer had loaded the cartridge without hearing the cartridge click into place. The cartridge was reloaded, customer confirmed the cartridge clicked, and insulin deliveries were successfully resumed. There was no reported adverse impact to the customer's blood glucose level.